Event description:
Patient reported that the charging pad for his mobi pump worked inconsistently, requiring adjustments to the pump¿s position before it would commence charging. He noted this issue in comparison to his son's charging pad, which had a different design and did not have such problems. There was no adverse impact on his blood glucose level. He reached out for technical support and inquired whether he could receive a replacement charging pad with the updated design. No further information about actions taken or the outcome was provided.